Event description:
It was reported that during a da vinci-assisted prostatectomy radical extraperitoneal with lymphadenectomy surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) regarding the master tool manipulator (mtm) "dropped as if the system were being shut down". According to the csr, the system had not been shut down. And no one pressed the power down button. The customer was able to continue with the surgical procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse checked error logs and saw no master tool manipulator (mtm) errors on the system. Fse test drove the system and had no issues. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and fse's field evaluation. The fse's service visit did not reveal any issues related to the customer reported event.